Event description:
It was reported that during a shoulder arthroscopy, the ceramic part of the unit detached from the probe and fell into the patient's articulation. The surgeon had to use forceps to extract the ceramic part.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.